Manufacturer narrative:
Concomitant product(s): combigan, lumigan and diamox (started on (B)(6)2015 - going). The events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
Healthcare professional reported "the patient underwent a needling procedure on (B)(6)2015. During that procedure, the implant was accidentally cut with the needle and therefore broke in two." "Trabeculectomy was performed" in the right eye on (B)(6)2015. The device remains implanted.